Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® buffered sodium citrate (9nc) blood collection tube foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the device "has something inside the tube."